Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01nov2024 as patients were implanted between 14sep2023 and 30nov2024. Author information: nasim, u. (N.d.). Decreased incidence of primary graft dysfunction with temporary versus durable ventricular assist device as a bridge to heart transplantation [review of decreased incidence of primary graft dysfunction with temporary versus durable ventricular assist device as a bridge to heart transplantation]. Cardiothoracic surgery, university of pittsburgh medical center, pittsburgh, pennsylvania, united states, surgery, university of pittsburgh medical center, pittsburgh, pennsylvania, united states, cardiology, university of pittsburgh medical center, pittsburgh, pennsylvania, united states, pharmacy and therapeutics, university of pittsburgh medical center, pittsburgh, pennsylvania, united states. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively determined via this investigation. No images or product was provided for evaluation. A specific cause for the reported events could not be determined via this investigation. Specific patient information and device serial numbers were documented as unknown. A DHR review could not be performed due to the serial number of the hm3 lvas being unknown the current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the american society for artificial internal organs (asaoi) display poster abstract, "decreased incidence of primary graft dysfunction with temporary versus durable ventricular assist device as a bridge to heart transplantation", sought to demonstrate outcomes of primary graft dysfunction (pgd) in heart transplantation recipients previously bridged to transplant with either temporary mechanical circulatory support (mcs), impella 5.5, or durable mcs, heartmate 3. A retrospective analysis of heart transplantation recipients between (B)(6) 2023 and (B)(6) 2024 were analyzed using the united network for organ sharing (unos) registry database. A total of 1,082 recipients were included, of which 369 or 34.1% consisted of heartmate 3 patients. Results indicated that the incidence of pgd was significantly higher for heartmate 3 than that of impella 5.5 patients (3.4% vs. 10.6%, p=0.001).